Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the instrument shorted out and quit working prematurely. The device began to squeal and would not coagulate or cut. A new device was used to complete the case.